Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe had a deformed stopper and difficult plunger rod movement during use. The following was reported by the initial reporter: "it was reported that plunger rod would not move and stopper is damaged/deformed. Event description per attached email states: email received¿2020-11-13 15:27:25. Greetings my name is xxxx xxxxxx and I have been a customer for over 40 years. I was diagnosed in november of 1978 with diabetes. Which means I have used about 76,650 needles without a malfunction until yesterday. My hands could not believe what they were feeling as the plunger would not move, oh my god, finally it happened . I am writing not to complain but rather to congratulate the entire company for providing such a safe and secure product.

Event description:
It was reported that an unspecified bd syringe had a deformed stopper and difficult plunger rod movement during use. The following was reported by the initial reporter: "it was reported that plunger rod would not move and stopper is damaged/deformed." Event description per attached email states: email received: 2020-11-13 15:27:25. Greetings my name is (B)(6) and I have been a customer for over 40 years. I was diagnosed in (B)(6) 1978 with diabetes. Which means I have used about 76,650 needles without a malfunction until yesterday. My hands could not believe what they were feeling as the plunger would not move...oh my god...finally it happened. I am writing not to complain but rather to congratulate the entire company for providing such a safe and secure product.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of (1) loose bd insulin syringe were provided. The customer reported that plunger rod would not move. The photos were reviewed, and it was observed that the rubber stopper was disfigured. The damaged stopper could lead to difficulties when moving the plunger rod. Due to batch number being unknown, no DHR review can be completed. Root cause for this defect cannot be determined.